Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for one patient sample. The initial results were sodium 110 mmol/l, potassium 3.6 mmol/l, and chloride 76 mmol/l. Due to a data flag, the sodium assay was repeated with a result of 114 mmol/l with a data flag these results were reported outside of the laboratory. On (B)(4) 2018 upon review of the results, the customer decided to repeat the sample and the results were sodium 128 mmol/l, potassium 4.3 mmol/l, and chloride 91 mmol/l. These results were believed to be correct. The customer called the doctor's office to ask for a new sample to be drawn and was told the patient had already been redrawn in the ER due to the initial reported results. The results from the redraw sample were sodium 137 mmol/l, potassium 4.0 mmol/l, and chloride 97 mmol/l. The patient was not adversely affected. The patient had been drawn in the ER and then sent home when the results were normal. The electrode lot numbers and expiration dates were requested but were not provided. The customer declined a service visit and stated he thought the issue was sample related. The investigation was unable to find a definitive root cause.